Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing over due to the impact from ms crowdstrike update. The technical support specialist confirmed that the hospital it will address the issue.

Event description:
It was reported by the customer that a bd pyxis medstation es system had an issue with patient order not crossing over to all the stations, causing unable to turn station into critical override. Customer stated that all the station within the hospital was unable to pull medications for patients which impacted huge patient care delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that pyxis medstation es system had an issue with patient order not crossing over to all the stations, causing unable to turn station into critical override. Customer stated that all the station within the hospital was unable to pull medications for patients which impacted huge patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient orders not crossing was due to the impact from crowdstrike update. The technical support specialist confirmed that crowdstrike issue will address by hospital information technology. The system functioned as intended.